Manufacturer narrative:
Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be not related. The event was reported in a conservative manner. The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.

Event description:
On (B)(6) 2018 a patient received a perceval pvs25 sutureless aortic heart valve as part of the (B)(6) study. The manufacturer was notified of a serious adverse event, arrhythmias and conduction disorders, which resulted in pacemaker implant due to acquired third degree av block on (B)(6) 2018. The site reported this event as related to the procedure and not related to the device.